Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found and replaced a broken probe wipe to resolve the leak. While on site, the fse also found that the needle carriage bearing had seized due to needle carriage assembly damage. The fse replaced the needle carriage assembly to resolve the issue. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a grinding noise and a leak from a coulter act 5diff cap pierce (cp) that occurred while the instrument was processing samples. The volume of the leak was less than 5 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.